Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that boot sequence failed. To resolve the reported issue, the fse checked and reconnected all cables of suite pc, x-ray pc and internal network switch, cleaned patient database and instructed customer how to protect and clean patient database. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.